Event description:
It was reported to resmed that an astral device did not power on. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported device did not power on was due to contamination of the device main pcba while the device failure to complete its internal self-test was due to contamination of the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. During evaluation, the device failed to complete its internal self-test. Visual inspection revealed damaged main circuit board and dirt and debris on the exterior surface of the device air inlet seal and inside the pneumatic block assembly. The main circuit board, battery and pneumatic block were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. There was no patient harm or serious injury reported as a result of this incident.